Event description:
This lead was explanted and replaced due to noise, high impedances and lead fracture. No adverse events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. The proximal fragment and a medial fragment of together 39 cm length were received for analysis. The medial fragment was delivered without any conductor cables and conductor coil. The distal fragment including the lead tip and the shock coil was not returned. The visual inspection showed abrasion marks, however, the insulation was intact in these areas. Due to the fragmented state and the absence of the conductors in the medial fragment an electrical analysis was not properly feasible. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.